Event description:
During surgery, the screw broke during insertion. The head of the screw was removed, but the threads remain imbedded in the pt's bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.